Event description:
It was reported to vyaire medical that intermittent low fraction of inspired oxgen alarm during use on a patient on the avea ventilator. The customer reported the patient was removed from the device when the issue occurred. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.